Event description:
Multiple issues with this piece of equipment in which the ge innova 3131 biplane imaging system was used during neuro interventional procedures. In one instance there was image artifact, in other instances there were lateral plane positioning errors and there was event in which there was an inability to perform 3d acquisition.manufacturer has been very responsive is working closely with us and has agreed to replace major parts of the equipment.

Event description:
Multiple issues with this piece of equipment in which the ge innova 3131 biplane imaging system was used during neuro interventional procedures. In one instance there was image artifact, in other instances there were lateral plane positioning errors and there was event in which there was an inability to perform 3d acquisition.manufacturer has been very responsive is working closely with us and has agreed to replace major parts of the equipment.